Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES was not communicating.The customer tried rebooted the device and unplugged and replugged the cable but still issue persist.As per part investigation, it was determined that thermal damage identified on component Q501 of the PCBA DWR CNTLR.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the Device History Record (DHR) for serial number (b)(6), covering the manufacturing period beginning on 15-OCT-2020, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of Es - Station is Not Communicating was confirmed by FSE and subsequently confirmed in the DCHU inspection process. According to Work Order (b)(4), The Field Service Engineer (FSE) reported that Drawer 4.1 had a malfunction of the main drawer controller board. The drawer controller was replaced, and the storage space was recovered. Pharmacy staff subsequently tested the unit and confirmed proper functionality, with no issues observed. During DCHU Visual Inspection: PN 151622-01: The unit was received with evidence of thermal damage on component Q501, characterized by localized overheating, darkened discoloration on the component body. During DCHU testing: PN 151622-01: No testing was required due to evidence of thermal damage observed on component Q501 on the returned drawer controller board. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). Root Cause: The root cause of the complaint of Es - Station is Not Communicating was due to thermal damage identified on component Q501 of the PCBA DWR CNTLR (PN: 151622-01), resulting from an electrical failure. This damage compromised communication and control signals, preventing the system from establishing connectivity and ultimately compromising the drawer's functionality.